Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket hematoma from the implantable pulse generator (ipg) system. It was also reported that diminished p waves were observed on the right atrial (ra) lead. The physician attempted to revise the ra lead but could not obtain optimal parameters. The pocket hematoma was evacuated. The ra lead was explanted and replaced. The ipg and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.